Event description:
The complainant reported that an automated impella controller (aic) in use with an impella pump for patient support would not recognize the purge pressure disk during a cassette change and would not advance to the next step. The aic was exchanged with another unit to resolve the issue. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient's outcome at the time of impella explant is unknown. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Correction: h5 and h8 was erroneously selected on the initial manufacturer device report the investigation of the reported failure mode has been completed. The impella device was returned for evaluation. D9 updated with device receipt date. Data review: console logs were consistent with what was reported in the complaint. Device analysis: the console was tested and the reported purge disc recognition issue was able to be reproduced. Further inspection of the console revealed that the purge disc flag was broken (missing at blue retainer). Conclusion: the root cause of the purge disc detection issue was a broken purge disc flag. Device history review: the device passed all post sterile inspection checks.